Event description:
It was reported that prior to an esophageal balloon dilatation procedure, device damage occurred. Upon removing the cre wg 18mm x 20mm balloon dilatation catheter from its packaging, the physician noted that the balloon appeared to be "out of proportion and wrinkled" and "felt funny to the touch". It was further noted that the device "felt hard, not pliable". The device was not used and the procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "fine".